Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high capture threshold, undersensing, and low sensing on the right ventricular (rv) and atrial lead were noted. Diagnostic imaging confirmed the atrial lead was dislodged and the rv lead was micro-dislodged. The atrial lead was repositioned. The rv lead was explanted and replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2019-10029.